Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead replacement procedure on (B)(6) 2017, (reference MFR. Report#: 3006705815-2017-01504 and 3006705815-2017-01505). The physician was unable to position the replacement lead in the targeted area. Consequently, only one lead remains implanted.